Manufacturer narrative:
Additional manufacturer narrative - the device has not been returned to manufacturer, without return of the device the reported clinical observation cannot be confirmed. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported a mitral bioprosthetic valve of unknown size was explanted after approximately four years due to structural valve deterioration. Attempts to obtain additional information have been unsuccessful.

Event description:
Additional information obtained indicates a bioprosthetic mitral valve 27mm was explanted after approximately three (3) years, five (5) months due to calcification leading to stenosis identified after the patient presented with acute pulmonary edema. Clinical observation at the time of valve explant noted the valve was very calcified and stenotic (mean gradient was 11mmhg with a calculated valve surface of 0.45 cm2). Clinical observation at the time of explant also noted ¿the posterior leaflet showed retraction of the subvalvular apparatus¿. A mechanical valve of the same size was implanted as the replacement device. Surgery was complicated with an area of bleeding at the right pulmonary artery due to a lesion caused by resetting the aortic clamp. The patient was discharged and doing well.

Manufacturer narrative:
Device evaluation summary: as received, heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 6mm. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was moderate to heavy at the stent inflow and heavy at the stent outflow. Host tissue fused leaflets 1 and 3 at commissure 1 by approx 2mm, leaflets 1 and 2 at commissure 2 by approx 3mm and leaflets 2 and 3 at commissure 3 by approx 2mm, all on the outflow aspect. Minimal calcification was observed in the cusp area of leaflet 1, minimal to moderate calcification was observed in the cusp area of leaflet 2. Free margin of leaflet 1 exhibited moderate to heavy calcification, free margin of leaflet 2 exhibited heavy calcification and free margin of leaflet 3 exhibited moderate to heavy calcification. What appeared to be subvalvular tissue was also observed near leaflet 1 on the outflow aspect. Incidental findings: commissure 2 wireform distorted, this damage is most likely due to implant or explant. Additional manufacturer narrative - the reported stenosis was confirmed as secondary to calcification and host tissue. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.